Manufacturer narrative:
Covidien reference number: (B)(4). An authorized third party service engineer (se) evaluated the device, and found pressure was not building. The compressor was opened, tubing was found disconnected, all the tubing was reconnected and the filters were cleaned. Both the compressor and ventilator worked properly. No parts were replaced.

Event description:
It was reported that during set up a ventilator generated an air supply loss alarm because of an inoperative compressor which was the ventilators primary gas source. There was no patient involvement.